Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed during returned device analysis. The reported suture detachment was not confirmed as a premature posterior needle tip ejection was observed. The reported difficult to insert into the anatomy could not be replicated in a testing environment as it was likely based on procedure circumstance. The reported difficulties and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a peripheral atherectomy interventional procedure. Reportedly, there was difficulty inserting the proglide device into the arteriotomy as there was fibrotic tissue. Once inside the vessel there was no bleed-back coming from the marker lumen so the device was removed. It was noted that that the blue suture had separated even though the foot of the proglide device had never been deployed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.